Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, acute myocardial infarction occurred. The patient had an unknown size taxus express2 drug eluting stent implanted in the left anterior descending artery (lad). Six months later, the patient suffered an acute myocardial infarction requiring angioplasty and a six-day hospitalization. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.